Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. (B)(4). Approximate age of device ¿ 1 year and 2 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. On (B)(6) 2018, it was reported that the lvad system produced a low battery alarm on the mobile power unit (mpu), and on fully charged batteries. The patient attempted a system controller exchange after receiving a low battery alarm on the mobile power unit (mpu), and became unresponsive. It was reported that it appeared that the patient made several connection errors while exchanging the system controller, and then experienced cardiac arrest. The patient was disconnected from lvad support for approximately 20 minutes before emergency medical services arrived and reconnected the system. The patient was intubated and transported to the closest emergency room. The patient was transferred and admitted to the implanting center. Aicd interrogation revealed 27 shocks for ventricular fibrillation. The patient remained unresponsive and required ongoing respiratory support. The patient exhibited decreased level of consciousness with intermittent jerking motions post cardiac arrest. Electroencephalography (eeg) was consistent with epileptiform seizure and severe diffuse encephalopathy. A CT scan at an outside facility showed that there was no bleed evident. It was reported that the patient was not doing well. The patient expired on (B)(6) 2018. The cause of expiration was anoxic brain injury secondary to issues with exchanging the system controller, heart failure, and coronary artery disease (cad). No additional information was provided.